Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, a field service engineer (fse) conducted an onsite follow-up with the customer to address the reported event. During servicing, fse replaced wash probe #4 and wash probe #1 due to a leak near the set screw. The controls were verified and running as normal. The instrument was verified to be operating as expected. There was no further action required by the fse. The most probable cause of the reported event was a leaking wash probe.

Event description:
On (B)(6) 2017, a customer reported that the wash probe was leaking with their aia-2000 analyzer. The customer was unable to run beta hcg and troponin assays. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg and troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.